Event description:
It was reported that the patient presented emergently at the hospital. A large pericardial effusion was noted on electrocardiogram and the patient was in distress. An emergency pericardiocentesis was performed. The patient's device was interrogated, and all parameters were normal. The underlying patient's rhythm was chronic heart block (chb) with an escape rhythm at 40 bpm. The device appeared to be working properly. 250 ml of blood was withdrawn from the pericardium during the pericardiocentesis, and the patient stabilized. The physician opted not to reposition the lead as he felt it wasn't grossly perforated. The patient was to receive a computed tomography (CT) and if it came back as inconclusive was to watch the patient with no further intervention.